Event description:
Advanced bionics was made aware that the patient developed a wound infection and device extrusion. The patient was directed not to use the device for two months. The patient's wound is being treated with local medicine (type unknown). Revision surgery will be scheduled.